Event description:
It was reported that this pacemaker and right ventricular (rv) lead were explanted and replaced due to increasing pacing impedance measurements since implant. A request was made to have data reviewed by technical services. Available data showed the lead had been stable in the 500-600 ohms range until around (B)(6) 2025, when a gradual rise in the rv impedance began. The highest reading was 1752 ohms in (B)(6) but seemed to have settled in the 1600 ohms range. There were no readings past july in the data set, and no other lead diagnostics were available. The local sales representative reported that the physician was suspecting a micro-perforation had occurred after the initial implant procedure. Technical services discussed the impedance changes could indicate a late-stage perforation, but we would expect to see a related gradual rise in pacing thresholds with a drop in sensing and with patient symptoms. Another sales representative later reported that the lead was possibly explanted due to a suspected fracture. Regardless, the patient experienced a cardiac arrest on the operating table shortly after the lead was removed. The patient had been unstable for some time. Cardiopulmonary resuscitation (CPR) was administrated for some time, but the patient's chest was not opened and no pericardiocentesis was done. No echocardiogram had been done on the date of this procedure and it was unknown if one had been done previously. The lead was discarded and the pacemaker was retained by the hospital.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.